Event description:
A caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller with resetting the pump, and after the reset, the malfunction did not recur. The customer was instructed to continue using the pump and to call back if any issues reoccurred.